Event description:
The following info was received via voluntary medwatch: the pt was a female. During a coronary stenting procedure, the stent stripped off the balloon and was retrieved with a snare. The pt is in good condition.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.